Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2026, the neurostimulator and two of four leads were explanted due to infection. Two days later, the remaining hardware was removed. Further details were not provided.